Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the biliary duct during a stone extraction procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the stone was captured, the tip detached prematurely. They completed the procedure with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Manufacturer narrative:
A visual evaluation of the device found the finger ring to be cracked and misshapened. The coil assembly/outer sheath was buckled from the distal end. The side car-rx was found to present pushback within specification. A physical examination found the basket wires extended and the tip was intact. The basket wires were folded. During the evaluation the basket wires were manually un-folded and wires were found to be bent and deformed from use. The evaluation concluded that the condition of the returned unit was not consistent with the complaint incident that the basket tip broke/detached prematurely. Physical examination found the basket wires extended and the tip was intact. Therefore, the most probable root cause for the reported event is "not confirmed". A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary duct during a stone extraction procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the stone was captured using the basket, the tip detached prematurely. They completed the procedure with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Reported event of tip detached prematurely. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.